Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 148 mg/dl at 402 at the time of hospitalization. Customer¿s current blood glucose level was 305 mg/dl. Customer was treated with food and glucose tablets. Customer stated that last few days where it was going high and then suddenly going low. Customer stated they were 148 mg/dl and then low. Customer stated that ambulance was called and gave glucose, but was not given treatment at the hospital. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer alleged insulin pump was over delivering as blood glucose went low with no bolus occurring. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.